Event description:
It was reported that the device stopped aspirating. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. During preparation, the catheter was successfully primed. While inserting the catheter into the patient, it was noted that aspiration failed. An attempt was made to re-prime the device with no success. The procedure was completed with another jetstream. No patient complications were reported.

Event description:
It was reported that the device stopped aspirating. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. During preparation, the catheter was successfully primed. While inserting the catheter into the patient, it was noted that aspiration failed. An attempt was made to re-prime the device with no success. The procedure was completed with another jetstream. No patient complications were reported.

Manufacturer narrative:
Device eval by MFR: the device was visually and microscopically examined for any damage. Visual examination revealed buckling to the sheath 4.7cm and 5.3cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.